Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 07-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged ultrasound probe unit likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus was informed that the customer ultrasonic gastrovideoscope was returned for service/repair for a reported ¿it has a distal pin hole¿ that was found during inspection before use. Upon inspecting and testing, the scope was found to have defects in the ultrasound probe unit as the is a sharp dents with a missing piece/chip. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the ultrasound probe unit has a sharp dent with a missing piece/chip. Additionally, the scope failed the leak test due to a hole/cut in the bending section cover. There are 15 broken ultrasound image/elements, and the ultrasound cord has deformation/dented. The scope was repaired to standard specification and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.